Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2138-70 serial #: (B)(4), description: scs 70cm iii lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the corner of the patient's ipg was eroding out of the skin. It was noted that the patient had a dramatic weight loss. The patient underwent an explant procedure.